Manufacturer narrative:
Inspected one random opened or used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it on solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform further testing as the sensor is beyond its expiration date

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 218 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer just changed their sensor and got a change sensor alert immediately. Customer stated they were having issues with calibration not accepted alert. Customer was assisted with troubleshooting. Customer thinks the transmitter was not working. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.